Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient initials, age or birth date and weight are not known) on (B)(6) 2010. According to the complainant, prior to heat up, during diagnostic hysteroscopy, fluid was observed leaking out of the cervix. A second tenaculum was applied at 6 o'clock, after that, it appeared no more fluid was seen leaking from the cervix. The procedure resumed and during the heat up phase, a fluid loss alarm was generated at a 10 cc loss,13 cc's per minute. A 4x4 raytec had been placed in the vagina prior to heat up. Then at about 50 degrees celsius, a second fluid loss alarm was generated at 18 cc's per minute and that point, an alice clamp was added and the tenaculum was adjusted to tighten the cervix around the sheath. The procedure again resumed and at about 4 minutes into the ablation, a third fluid loss alarm was generated at 12 cc's per minute and at that point, the case was aborted. After the cool down phase, the scope, two tenaculum stabilizers and the alice clamp were removed. During examination of the cervix, a small, superficial burn on the posterior side of the cervix at about 7 o'clock was noted. The burn was categorized as "first degree" and treated with silvadene cream. Clinical follow up information revealed that the patient was not on cycle, the patient was dilated to 8mm and burn was mainly external. There were no further complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.